Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was exhibiting high out of range left ventricular (lv) lead impedance measurements above 2000 ohms. (B)(6) technical services (ts) was consulted and recommended evaluation. The lv lead is also showing loss of capture. This crt-d system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5148929.